Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: posterior lumbar interbody fusion l3-4 level; posterior lumbar interbody fusion l4-5 level- additional level; posterior lumbar laminectomy with bilateral foraminotomies, medial subarticular facetectomies for spinal cord and nerve root decompression l3-4 level; posterior lumbar laminectomy with bilateral foraminotomies, medial subarticular facetectomies for spinal cord and nerve root decompression l4-5 level; anterior instrumentation with intervertebral cage placement, l3-4 level; anterior instrumentation with intervertebral cage placement, , l4-5 level; posterior segmenatal instrumentation, l3-5 level; posterolateral intra-transverse arthrodesis l3-s4 level; posterolateral intra-transverse arthrodesis l4-5 level; harvesting of spinous process and lamina autograft for spinal bone grafting procedure; application of bmp; for pre-op diagnosis of: l3-4, l4-5 lumbar degenerative disc disease; left l3-4 foraminal disc herniation; left l4-5 lumbar disc herniation; intractable left lumbar radicular pain; using spinal instrumentation system; peek cages; rhbmp-2/acs. As perop notes: ".. Once this was accomplished, we then scraped down and removed all the cartilaginous endplates until the disc space was completely emptied interbody trials were then used 14 x 22 seemed to fit very nicely, 14 x 22 cages were then filled with rhbmp-2/acs and carefully impacting countersunk into the disc spaces at the l3-4 and l4-5 level bilateral to complete the interbody arthrodesis at these levels.. This was then followed by placing a strip of rhbmp-2/acs over the transverse processes of l3, l4 and l5 followed by placement of bone.. Patient returned to recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.